Event description:
Five years previous to the event, the pt underwent angioplasty and 2 stents were implanted in the left superficial femoral artery. While leaving his home, the pt felt a pop in his left femoral region, followed by severe pain in his left leg. The pt was admitted to the hosp and evaluated. An area of stent fracture was seen with a free fragment of stent in the area of a large pseudoaneurysm. A covered stent graft was used to repair the rupture. The pt claims loss of sexual function.